Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible t-wave oversensing (twos) occurring with the right ventricular (rv) lead. In addition, there was one undersensed beat observed. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.